Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient was examined by ortho specialist and found bilateral tmj clicking, edge-to-edge anterior occlusion with fremitus of #8 and #9 and unaddressed bolton discrepancy and 2-plane maxillary occlusion. Orthodontic treatment recommended for this patient is treatment under the supervision of an orthodontist, comprehensive treatment, non-extraction and traditional braces.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.